Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During a scheduled follow-up, it was observed that the device was pacing at high rate (approx 120 min-1) although it was programmed with a basic rate at 60 min-1. No change was observed after reprogramming the basic rate. When the maximum rate was reprogrammed to a lower value, pacing rate changed accordingly. The physician finally decided to replace the device. Lead measurements were satisfactory during the replacement procedure.